Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured november 14, 2019 - november 15, 2019. H10: the sample evaluation was completed. Visual inspection with the naked eye revealed the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality. As a result, no signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined, however, the most probable cause was noted to be due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.